Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. No.

Event description:
It was reported that during a hysterectomy the trocar broke down into pieces within few minutes of usage. There was a 10 minute delay in surgery but the surgery was completed successfully.